Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the cd/dvd drive was replaced. A system checkout was performed and the system is working as intended. The cd/dvd drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good system the returned drive tray opened when prompted then closed on its own shortly afterward. Rather than not closing as reported, the drive would not stay opened. Otherwise, with a known good disk inserted, the drive was able to load and archive exams without issues. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to close the disc drive. When they press the close button, nothing happens. If they manually close it, the system doesn't recognize the media. No patient was present at the time of the event.